Event description:
It was reported that during a ptca treatment procedure, while pre-dilating the distal lesions (in the artery curve), the doctor noticed that contrast media left the balloon and passed into the artery. It was indicated that this occurred because the balloon was broken. The balloon was inflated x3, at 4, 6 and 8 atm's. The patient experienced distal and proximal spasm treated with intracoronary nitroglycerin, but no additional intervention was required. It was noted that the balloon catheter had been resterilized x2.